Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-03620 for a similar event reported on the same patient from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device logs did not find any evidence of errors or device failures. It was determined that the reported condition is normal device behavior when in spontaneous breathing modes and the subject (patient or static test lung) is not generating breathes. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.